Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." Alert - root cause - training.

Event description:
It was reported that the pump battery fully depleted and the pump shut off due to the customer not charging the pump. Subsequently the customer experienced a blood glucose level of over 600 mg/dl with a high level of ketones. Bg was addressed via a correction bolus. The customer was instructed to consult with healthcare provider regarding bg level.